Event description:
It was reported that during a routine follow-up, it was suspected that this right ventricular (rv) lead was fractured. Additionally, the lead exhibited high out of range shock lead impedances measuring greater than 200 ohms. Review of the electrogram (egm) also confirmed there was noise. The patient was referred to another hospital for a possibility of lead removal or additional lead placement. At this time, the lead remains in service. No adverse patient effects were reported.